Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had chronic high thresholds and impedance. A fracture of the ra lead was suspected. The ra lead was capped. The patient is a participant in the post approval clinical surveillance product surveillance registry. No patient complications have been reported as a result of this event.